Manufacturer narrative:
Product complaint # (B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Product code sxpp1b445 appears to be invalid. Is this complaint for stratafix spiral pds plus suture? Please provide the correct product code and lot number. Is the exact number of patients who experienced post-op infection known? If yes, please provide the number of patients. If yes, please create 1 additional pc per patient if the number of patients is greater than 2. For each patient, please provide the following information: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any medical intervention performed including medication name and results. Were any pre-op cleansing procedures changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a spine procedure on an unknown date and a barbed suture was used, post-op, the patient experienced an infection. It was stated that department infection rates had risen 50% during 2024. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d1, g1, g4, h6. Additional information: d4 catalog, d4 UDI number. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, and the following was obtained: *** product code sxpp1b445 appears to be invalid. Sxpp1a445 is this complaint for stratafix spiral pds plus suture?pds symmetric please provide the correct product code and lot number. Lot unknown *** is the exact number of patients who experienced post-op infection known? No if yes, please provide the number of patients. If yes, please create 1 additional pc per patient if the number of patients is greater than 2. For each patient, please provide the following information:unknown please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? Unknown the diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)?open on what tissue was the suture used?fascia/spine what was the tissue condition (normal, thin, calcified, fragile, diseased)?unknown was the fixation loop secured to tissue at the initiation of suture use during the index procedure?yes was at least one reverse stitch performed prior to closure?yes please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection).unknown please provide the onset date/time of infection from the initial surgical procedure. Unknown were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Unknown did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Unknown were cultures performed? If so, please provide the results. Unknown how much and what type of drainage is present in this wound? Unknown please describe any medical intervention performed including medication name and results. Were any pre-op cleansing procedures changed recently? If yes, please describe. Unknown did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Unknown what symptoms did the patient experience following the index surgical procedure? Unknown onset date? Other relevant patient history/concomitant medications? Unknown what is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown what is the patient's current status? Unknown.